Event description:
It was reported that during a hand assisted sigmoid procedure, the trocar was leaking. They were able to complete the procedure with the same trocar. There was no impact to the patient.

Manufacturer narrative:
(B)(4).